Event description:
A patient reported blood glucose results of "12.8 mmoi/l and 9.9 mmoi/l " with a lifescan meter,performed between 11-20 minutes of each other. The meter and test strips were replaced.